Event description:
The barrel splits when plunger rod is depressed to deliver medication.

Manufacturer narrative:
Visual examination of the returned device confirmed that the event reported occurred as a direct result of a crack in the syringe barrel. The crack was longitudinal and approx one inch in length. There was evidence of impact at the site of the crack. It is not possible to dtermine if the crack occurred during mfg, shipping or as a result of user technique. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level in relation to the total volume of syringes produced.